Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported 19 false positive results on the alinity m sars-cov-2 assay. The customer questioned 26 positive results which had higher cycle numbers and retested them on genexpert and mdx focus. 19 of the results were negative/not detected on the other instruments. Curve analysis showed elevated fluorescence of target and delay of internal control, which could be evidence of activator and/or amplification reagent shortage. No signal noise was observed, target amplification with cycle numbers indicated, indicates true signal detected in patient samples. Therefore, discrepant results might be due to sample cross contamination. Findings were discussed with the biologist, and it has been requested to performed monitoring of the lab for contamination. Biologist mentioned having also suspected samples cross contamination during sample preparation prior loading. Lab has been cleaned and swab sampling was done and tested for strategic areas of samples flow. The false positive results were not reported out to the patients, so there was no impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: only the result log files that were mentioned in the activity text of the ticket and/or contain the complainant samples were reviewed along with the associated attached multi-component files. The runs were valid, met assay specification requirements, and no error codes or flags were displayed for the positive or negative controls. There were some unusual amplification curves, and a few samples were flagged with failed internal control. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 515415 is performing outside of established design performance specifications according to the amplification curves reviewed. Quality data review: the device history record review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 515415 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 515415. No issues were found during quality control (qc) testing. The CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 515415 and its components. The search did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 515415. The lot specific complaint history review did not identify any additional complaint tickets related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 515415. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 515415 was not identified.